Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the electrode broke during the radio frequency ablation procedure and patient had burn. They provided medicine to the patient to treat the burn.

Manufacturer narrative:
Additional information: d1, d8, d9, g1 (manufacturer name, MFR contact first name, last name, street 1, MFR city, region, postal code, email, phone number), g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the electrode was torn, the internal wiring was pulled from the outer tubing of the device, the handle was severed from the rest of the device and was not received, and there was silicon present at the base of the balloon. It was reported that the catheter was difficult to extract, and the catheter electrode was damaged. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, g4, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the electrode broke during a radio frequency ablation for endobrachyoesophagus. The procedure went well but the physician was unable to remove the probe despite counter-clockwise rotation movements. It was reported that there was an appearance of subcutaneous cervical emphysema. The catheter was pushed back into the stomach; the coil detached and unrolled from the balloon. An attempt was made to rewind the balloon and the coil on the catheter using a biopsy forceps in the stomach but was unsuccessful. The catheter was then cut at the tip with a pair of wire cutters and a long "over tube" was lowered to the stomach and the tip of the catheter was retracted. The device was then extracted. The patient received burns at the radiofrequency lower area in the retro sternal. Upon wakening from the procedure, there was no cervical pain. The patient received conservative treatment which included antibiotics during the anesthesia, patient fasting, proton pump inhibitors (ppi), a scopoderm patch, and surveillance. It was reported that there was no esophageal perforation or dilacerations of the mucous membranes, especially on the cervical esophagus, and clinically the subcutaneous emphysema disappeared. No further patient complications were reported.